Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. The target lesion was located in the distal right coronary artery to atriventricular branch. A 1.2mm x 12mm threader balloon catheter was advanced for dilatation. However, the device failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed a pinhole in the balloon device eval by manufacturer: a 1.2mm x 12mm threader balloon catheter was returned for analysis. The balloon was loosely folded with blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. There are numerous hypotube and shaft kinks. The tip is damaged. The balloon has a pinhole at the markerband. Inspection of the remainder of the device presented no other damage or irregularities.